Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geometry movements were unavailable. Philips confirmed that the requested case was not entitled hance, it was cancelled. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.